Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump screen was blank and there was no power to the pump. The reporter stated that they tried a second battery and the pump would not power on. The reporter confirmed that there was no damage to the battery compartment or cap; the reporter also confirmed that there was no evidence of moisture of corrosion in the battery compartment. The reporter noted that there was fog behind the display lens. The reporter stated that the keypad was torn. The reporter stated that the patient did get the pump wet on occasions. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the pump does not turn on: unable to download pump. There were no audible or vibratory sounds. The pump was returned with visible moisture in display lens. A keypad leak was found during in house leak test. The pump cover was removed; moisture was present in pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.